Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and was subsequently reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc competitor implantable pacing lead, (B)(6) 2009; 1056t competitor implantable pacing lead, (B)(6) 2009. (B)(4).